Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2021-02646. It was reported that the lead was placed too far into the right side and unable to provide coverage in the left side. Both leads were explanted, and new leads were implanted. Stimulation was restored post procedure. Patient was stable.